Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and the device was found to be normal. No device anomaly was found. The cause of the field reported noise anomaly remains undetermined.

Event description:
It was reported that the patient received an excessive number of shocks. He came to the emergency room at (B)(6) hospital and the cardiologist interrogated the device. The shocks were caused by noise on both leads. The device was explanted and replaced.